Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report inaccurate blood glucose (bg) readings between the continuous glucose monitoring (cgm) system and the bg meter, and a hypoglycemic event on (B)(6) 2015. The sensor was inserted in the abdomen on (B)(6) 2015. The patient stated that they had a regular check up on (B)(6) 2015. The doctor checked the patient's bg and patient was low. Doctor treated patient with skittles and juice. Patient was admitted to the emergency room as she was slow to rise. Patient was monitored and released after bg levels rose. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The data was not provided for investigation and the device was not retuned for product evaluation; therefore, the reported inaccuracy cannot be confirmed. It should be noted that diabetes mellitus is a known cause of hypoglycemia. A root cause for the reported inaccuracy and hypoglycemia cannot be determined.